Event description:
Lifepro cryofrost compression system blue is medical device class ii, it is air compression medical device without 510k, it is illegal. Lifepro cryofrost compression system explode and hurt my leg, but lifepro is still selling this product on his own website. Medical device class ii without 510k may damage american's life, please stop lifepro selling illegal medical device. Following is lifepro illegal medical device link. Https://lifeprofitness.com/products/cryofrost-compression-system-blue?_pos=1&_sid=60fd5a81c&_ss=r. Please check lifepro import data to check how many illegal medical device imported from china. Chengdu cryo-push medical techno. FDA safety report ID# (B)(4).